Event description:
Following a diagnostic procedure, an angio-seal device was placed. Visual confirmation of proper deployment characteristics was not obtained; however, the physician decided to deploy the device nonetheless. Hemostasis was not achieved, therefore manual pressure was held. Later, a vascular ultrasound showed that distal blood flow in the femoral artery had been almost totally obstructed by the device. The pt was sent to surgery, where the device anchor and collagen were found to have been deployed intra-arterially with thrombosis. The device was removed and a patch repair was done. The physician later reported that the pt was observed to have very small vessels. A uf report was sent to the MFR, which stated that there was no consequence or impact to the pt. The pt was reportedly discharged home on 3/22/98. As of 4/13/98 there has been no further report of complication or pt sequelae made to the MFR.